Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed that the diluent dispensers were not working. He found a broken jack on a valve (pv30) and replaced the valve to fix the problem. The fse also found that the probe was dripping. He aligned the rinse block and lubricated its mechanism to fix the probe leak. All activities were verified per established procedure. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The field service engineer (fse) reported observing an uncontained fluid leak coming from within the customer's coulter lh 500 hematology analyzer while servicing it. The instrument was also experiencing pressure error messages at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The fse was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.